Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; this is indicative of cap wear; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window and not forward firing; fiber ID label missing. Probable root cause: based on the device analysis results the product complaint of "pointer defective / forward firing" could not be confirmed; cap wear was observed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that at 42,877 joules while using a side-firing surgical fibers during a prostate procedure, the pointer / aiming beam was observed to be forward-firing. Time expended: 9:40 minutes. The fiber was replaced and the case continued. At 91,288 joules while using the second side-firing surgical fiber, the aiming beam was again observed to be forward-firing. Time expended: 18:11 minutes. The fiber was replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the second surgical fiber used.